Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device keypad having as delay response after the keys were pressed. The cause was identified to be failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the keypad test found a delay after keys were press. No additional information is available.